Manufacturer narrative:
Three (3) good faith attempts were made to retrieve the device; however, the aquabeam handpiece articulating arm was not returned for investigation. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece articulating arm / lot number 22c03710 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. 4.2 warnings: procedure setup - ensure the handpiece articulating arm and the trus articulating arm are securely mounted to the surgical table bedrail to prevent unanticipated movement during the aquablation procedure. 7.6 aquabeam handpiece articulating arm the aquabeam handpiece articulating arm (figure 13), a re-usable component of the aquabeam robotic system, connects to standard surgical bedrails and rigidly fixes the motorpack/aquabeam handpiece assembly in position relative to the patient. The handpiece articulating arm has a release trigger that enables freedom of movement and locking of the arm. The handpiece articulating arm performs the following functions: · connects to the motorpack/aquabeam handpiece assembly via magnetic latch · allows ±20° of the aquabeam handpiece rotation with 2° discrete locking points · provides bubble level to visualize horizontal plane · provides stability of the aquabeam handpiece throughout the procedure submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.10 additional manufacturer narrative: h.6 adverse event problem component code - 4756, appropriate term/code not available: arm - a component designed to connect to standard bedrails and hold other components or devices in place. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during set up for the aquablation procedure, the aquabeam handpiece ariculating arm broke while moving the cystoscopy bed. As a result, the aquablation procedure was converted to transurethral resection of the prostate (turp). There were no adverse health consequences to the patient due to this event.